Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and was successfully completed with the closure device being implanted in the laa of the patient after 1 partial recapture. The transseptal cross was noted to be difficult and take extra time. The patient did well and was stable for the entire procedure. There were no complications that were reported to have occurred during the procedure. Several hours post procedure the patient became unstable. The patient was experiencing a pericardial effusion. The physician drained 275ml of fluid from the patient to treat the effusion. The drain was left in the patient for 2 days before it was removed. The patient was stable and fully recovered from these events with a plan to be discharged home from the hospital.